Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). There was patient alert, a few out of range impedance readings, elevated short v-v count, and fracture on the right ventricular (rv) lead. The physician commented about a point of friction at the clavicle, possibly due to the access being very proximal. This may have caused friction between clavicle and first rib. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.